Manufacturer narrative:
The field service engineer found the rinse tubing was damaged and caused a leak into the cuvettes. He replaced the damaged tubing, performed baseline checks, adjusted the sample probe, and adjusted the fluidic dispense level to specification. He performed precision testing with results within specification. The customer ran calibration and qc with results meeting specifications. The investigation is ongoing.

Event description:
There was an allegation of questionable gluc hk gen.3 (glucose) results from the cobas 8000 cobas c 701 module. One example was provided of an initial result of 16.8 mg/dl and a repeat result of 129.2 mg/dl. The questionable results were not reported outside of the laboratory. The repeat results were deemed correct. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.